Event description:
A surgeon reports performing a lens exchange about three weeks following initial intraocular lens implant surgery due to poor near vision. The surgeon commented that it appeared the pt was not using the near focus of the lens model. Add'l info has been requested.

Manufacturer narrative:
H.3., 6.: the complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Add'l device and event info was requested on 10/13/06 and 10/16/06. To date, no add'l info has been received.